Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: the complaint simplicity was received inside of the original folding carton. The complaint lens was received stuck inside of the complaint simplicity¿s cartridge tip. Visual inspection under magnification revealed that the simplicity was received with the lens stuck inside of the cartridge and that plunger rod had overridden the lens. The cartridge tip was observed to be damaged. The cartridge was also observed to be damaged and cracked with the iol sticking outside of the crack. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. However, the plunger rod was observed to have a bent tip. The iol was removed from the cartridge and was cleaned. The lens was revealed to have a torn optic body, a detached haptic, and lens damage. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: the reported complaint issue was identified during product evaluation. However, based on the complaint investigation results the complaint issue and other issues identified could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of preloaded intraocular lens (iol) device cracked while inserting into the patient's left eye. Only the cartridge tip made contact with the eye. No other information was provided.